Event description:
On (B)(6) 2012, the pt's nurse reported that the pt had visited the doctor's office because her infusion device was not working. The nurse stated, according to the pt, the rubber cover on the menu and check buttons came off. Eventually the buttons quit responding completely and the display was "acting crazy". The pt told the nurse that sometimes the display would go blank and then it would come back on and the date and time would be missing and the incorrect basal rates would appear. A new battery was inserted and the display functional properly, however, it was not possible to check the infusion device's history because of the non-functional buttons. The pt stated that her blood glucose levels were elevated to 300 mg/dl due to the issue. Her normal range is 140-180 mg/dl. The nurse advised the pt to sue her backup infusion device until a replacement for her primary infusion device arrives. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested to be returned for evaluation.